Event description:
It was reported that when removed from the packaging, the shaft of a 2.25 x 15 mm xience prime was found to be kinked 1-2 cm distal to the hub. There was no damage noted to the dispenser coil. The device was not used on the patient. There was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the hypotube was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft kink was not confirmed; however, shaft hypotube separation was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.